Manufacturer narrative:
The chronic driveline infection can be viewed under related MFR number 2916596-2021-00090. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a history of driveline infection was admitted for infection related management on (B)(6) 2022. They had symptoms of fatigue, weakness, and mental status changes. Their mental status change was evidenced by confusion and urinating on the bedroom floor at home. Computed tomography (CT) was negative for stroke. They were treated with intravenous antibiotics and zyprexa (olanzapine). Their mental status change was resolved and the patient was doing well. They were to continue to follow up in an outpatient setting.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.